Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a retrograde intrarenal surgery procedure. During unpacking, it was found that the stent fractured. The procedure was completed with another of the same device. There were no patient complications reported.